Event description:
Discordant results were obtained on patient samples on an advia centaur xp instrument prior to receiving instrument signal errors on an advia centaur xp instrument. The discordant results were reported to the physician(s). It is unknown on what instrument the samples were repeated on. The corrected results were reported to the physician(s). It is unknown if there were any reports of adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2014-00264 was filed on april 01, 2014.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the acid line had air in it. The cse primed the line and performed a dispense test on acid. Quality controls were run, resulting within range. The cause of the discordant results was air in the acid line. The instrument is performing according to specifications. No further evaluation of the device is required.